Event description:
Boston scientific has become aware of the following event: patient was brought to the cathlab alert and oriented. She had been admitted with complaints of chest pain upon exertion. Doctor decided to ivus the vessels in order to determine what may or may not have been causing her chest pain. The left main was accessed with a 7f jl4, and believed a coronary guide wire was introduced to guide the ivus catheter. The ivus study was conducted with a manual pullback done by doctor. During this time the patient became hypotnesive and started developing EKG changes. Doctor was made aware of these changes at all times during the procedure. As the procedure went on, the EKG changes and the drop in blood pressure became more frequent and consequently the patient coded, making it necessary to call a code blue. Medical personnel responded from the appropriate areas and acls protocol was carried out for approximately one hour. The combination of event led to the poor outcome of death.